Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was observed to be torn at the up arrow button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. The damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, the bolus...

Event description:
A family member reported that after the patient went swimming, the pump began to beep and the patient saw that the pump was trying to deliver a 10 unit audio bolus. The patient was reportedly able to cancel the bolus at 2.0 of 10 units. The family member reported that the pump was in his pocket at the time of the event and the patient was not pressing the buttons. The patient reportedly found the pump attempting to deliver a 1 unit bolus which was cancelled at 0 of 1 unit. The patient reportedly disconnected from the pump. The pump reportedly continued to give audio boluses of different amounts. The patient reportedly did not experience a blood glucose excursion because the patient ate a small snack. This report is made based on the allegation that the pump delivered an unprogrammed audio bolus.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).